Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The complaint source confirmed that the product had been disposed and no analysis was possible. A similar complaints review could not be performed as the batch number is unknown. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
Same case as: it was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely calcified left main (lm) artery. While attempting to place the 3.00x32mm taxus express2 drug eluting stent, the proximal end (approximately 120cm from the distal end) of shaft fractured in the left main. The procedure was completed with another taxus express2 stent. No patient complications were reported. Patient status reported as "ok".